Event description:
It was reported that this lead had exhibited a gradual increase in pacing impedance measurements, from 600 to 1800 ohms, in this patient right ventricular (rv) lead. In addition, a rise in the rv threshold was noticed as well. Technical services (ts) discussed at that time that there was a change in lead tissue interface, whether it be scarring tissue, calcification of the ring or helix vs micro-dislodgement or micro-perforation. The patient is not therapy dependent. Ts stated that if the rv lead continued to be functional, the patient could simply continue to be monitored. According to the trend behavior, it was likely that the rv impedance surpassed the 2000 ohms range in the future. Ts indicated that at that point, it was up to the physicians discretion whether to continue monitoring the patient or consider a lead revision. The sales representative talked to the clinic nurse regarding this patient, as he was not compliant with coming in for further evaluation and follow up. Of note, the patient sometimes unplugs the remote monitor and has progressive dementia, which worsens the case. Additional information was later received indicating that this lead exhibited high out of range pacing impedance measurements. The lead remains in service and no adverse patient effects have been reported.